Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, while the physician was using electrocautery, the device exhibited backup vvi mode . The device was explanted and replaced successfully. No additional information was available.